Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their device has alarmed for threshold suspend several times. The customer's blood glucose level at the time of incident was 186mg/dl. Troubleshoot for bad sensor was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test the sensor passed per specifications also, performed the bicarbonate buffer test and the senor passed with accurate readings.